Event description:
Customer reports the analyzer did not print the correct barcode today for a sample. She said they had a barcode sample that the barcode ID ended in 86 with a tsh ordered on it. They also had a barcode sample with the barcode ID that ended in 84 that also had a tsh ordered on it. Customer states the sample with the barcode ID that ended in 86 was misread and printed as ending in 84. She noticed they had 2 tsh results on the same barcode ID so they reran the samples. At that time she did have an issue with their host so she had manually reordered the samples. Initial result for sample with barcode ID ending in 86 (but misread as ending in 84) gave 2.06 miu per ml. Same sample rerun gave 2.05 miu per ml. Initial result for sample with actual barcode ending in 84 gave 1.56 uiu per ml and repeated with 1.56 miu per ml. Customer states erroneous results were not reported. The field service rep determined the barcode scanner was dirty causing the misread barcode. He cleaned the barcode scanner and tested the scanner with same labels from night before which read 100%. He also ran barcode scanner check to verify scanner was working property.